Event description:
It was reported to baxter (B)(4) that an infusor lv 10 was leaking during filling. The device was being filled with 230 milliliters of normal saline when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be a ruptured reservoir. The device is a single use device and was discarded. This issue is being investigated under CAPA # idc-CAPA-(B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.